Manufacturer narrative:
The device manufacture date is unk as the serial number of the device was not reported.

Event description:
It was reported that a pt death was not noticed due to an alleged defect of the monitor. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.